Event description:
A trilogy evo was returned to the manufacturer's service center due to a service required alarm condition observed. There was no harm or injury reported. The device was not in patient use. During the evaluation, the customer's complaint was confirmed. A service required alarm indicating a pressure sensor mismatch was confirmed. The device's machine flow sensor was replaced to address the issue. The device's air inlet filter, in-line filter, proximal filter and muffler assembly were all replaced due to dirt contamination. This would not affect the device's ability to deliver therapy as designed. The device was tested and passed all final testing.

Manufacturer narrative:
The reported failure of pressure sensor mismatch is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/allegation identified in this complaint record during testing of the device prior to distribution.